Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels ranging from 186 mg/dl to 335 mg/dl and it was addressed with boluses via the pump as well as manual injections. It was noted that resume pump alarms occurred; however, the customer was unsure why insulin delivery was stopped. Review of pump history showed that the customer stopped insulin delivery; however, the customer was sure they did not stop insulin delivery. Also, it was noted that the customer's healthcare provider made changes to the settings 2-3 months ago. The customer reverted to manual injections and declined further troubleshooting.